Event description:
Child prompts issued with adult pad-pak. As patient impedance increases, the sensing of a child patient when an adult pad-pak is inserted will likely result in a reduced shock energy being delivered to the patient which may result in adverse consequences. No patient involvement.

Manufacturer narrative:
Heartsine's investigation of the device confirmed the reported fault as upon receipt the device was found to be giving incorrect child patient prompts with an adult pad-pak installed. The measurements taken would indicate a failure of the reed switch. On investigation, the device could deliver therapy; however, the shock energy may have been reduced for patients of a higher impedance due to the device powering up in paediatric mode, which may have led to adverse consequences, should it have been used in a patient event. This device shall be scrapped and replaced with a sam 500p.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
As patient impedance increases, the sensing of a child patient when an adult pad-pak is inserted will likely result in a reduced shock energy being delivered to the patient which may result in adverse consequences. No patient involvement.